Event description:
It was reported the patient never had therapeutic effect. It was further reported the patient never received the correct coverage or relief from her therapy. It was stated the patient had her device explanted in (B)(6) 2012 because of this. It was reported the patient had initially experienced settings that there high in her abdomen and not in her leg and foot where she wanted. It was stated the area was sore and was occasionally tender to the point where she could not lay on it. It was noted the patient was able to easily feel the battery through her skin and it was right on her waist band. The patient reported she did not get all of the information before she was implanted with the device. What information the patient specifically did not get was not noted at the time of initial report. It was noted the patient donated their programmer and recharger and both were found to have no anomalies. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Concomitant products: product ID 37752, serial # (B)(4), product type recharger; product ID 39565-65, serial # (B)(4), implanted: (B)(4) 2010, explanted: (B)(4) 2012, product type lead; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 37761, serial # unknown, product type recharger. (B)(4).

Manufacturer narrative:
Applicable components are: product ID :37752, (B)(4), product type: recharger, product ID :39565-65, (B)(4), implanted: (B)(6)2010, explanted: (B)(6)2012, product type: lead, product ID: 37743, (B)(4), product type: programmer, patient, product ID 37761, serial# unknown, product type: recharger if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that she no longer had the device and the entire system was removed sometime in (B)(6) 2017. The patient reported that it stopped working for her, so they had it removed. No further complications were reported.

Manufacturer narrative:
Other applicable components are: product ID 37752, (B)(6), product type: recharger product ID 39565-65, (B)(4), implanted: (B)(6)2010, explanted: (B)(6)2012, product type: lead product ID: 37743, (B)(4), product type:: programmer, patient, product ID: 37761, serial# unknown, product type: recharger if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that she didn't have access to her exact weight as it was 2012, but she usually weighed around (B)(6). No further complications were reported.